Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer septal occluder was successfully implanted. The device was sized based on label sizing instructions. The device was placed with good result. The patient was discharged from the hospital after 24 hours of monitoring. When reviewing transthoracic echocardiogram images taken 24 hours post procedure, the physician noted device had embolized to the patient's abdominal aorta. The patient was called at home to return for a non-emergent device removal procedure. The patient was experiencing no symptoms or complications of embolized device. On (B)(6) 2022, the device was retrieved and removed via transcatheter snare in a catheterization lab procedure. A replacement 37mm non-abbott device was implanted with good result. There were no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into abdominal aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.